Manufacturer narrative:
(B)(4).

Event description:
A complaint about stimulation was reported, indicating a loss of therapeutic effect. A jittery symptom was reported following reprogramming. It was reported he had gone to a petsmart and he felt his device had turned off. It was further reported "when it is on, it doesn't feel like it is working and when it is off, it doesn't feel like it shuts off." The device said 0.40 on the left and 0.90 on the right. It was reported the pt was home and in fair condition. Advised to follow-up with health care professional.